Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055276) on 16-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pains / chronic pains') and urinary tract infection ('uti') in a 21-year-old female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced back pain ("severe lower back pain"). On (B)(6) 2017, the patient experienced gastric disorder ("gastrointestinal or digestive system condition type: stomach") and gallbladder disorder ("gastrointestinal or digestive system condition type: gall bladder"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), urinary tract infection (seriousness criterion medically significant), abnormal weight gain ("massive weight gain"), abdominal pain lower ("severe cramping") with abdominal distension, diarrhoea ("diarrhea"), insomnia ("insomnia"), depression ("depression") with anxiety, panic attack, fatigue and restless legs syndrome, alopecia ("hair loss"), skin irritation ("skin irritation"), migraine ("severe migraines"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness in hands/legs"), visual impairment ("bad vision"), dyspareunia ("painful intercourse"), dyspnoea ("shortness or breath"), acne ("severe acne"), headache ("headaches"), allergy to metals ("nickel allergy") and tooth disorder ("dental issue"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, gastric disorder and gallbladder disorder had not resolved and the genital haemorrhage, urinary tract infection, abnormal weight gain, abdominal pain lower, diarrhoea, insomnia, depression, alopecia, skin irritation, migraine, dizziness, dysgeusia, hypoaesthesia, visual impairment, dyspareunia, dyspnoea, acne, headache, allergy to metals and tooth disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, acne, alopecia, depression, diarrhoea, dizziness, dysgeusia, dyspareunia, dyspnoea, genital haemorrhage, hypoaesthesia, insomnia, migraine, skin irritation, urinary tract infection and visual impairment with essure. The reporter considered allergy to metals, back pain, gallbladder disorder, gastric disorder, headache, pelvic pain and tooth disorder to be related to essure. The reporter commented: she reported that they're doing a laparoscopic hysterectomy, they're taking tubes, uterus and cervix but leaving my ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- dental issue. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055276) on (B)(6)2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pains / chronic pains') in a 21-year-old female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced back pain ("severe lower back pain"). On (B)(6)2017, the patient experienced gastric disorder ("gastrointestinal or digestive system condition type: stomach") and gallbladder disorder ("gastrointestinal or digestive system condition type: gall bladder"). On an unknown date, the patient experienced urinary tract infection ("uti"), genital haemorrhage ("heavy bleeding"), abnormal weight gain ("massive weight gain"), abdominal pain lower ("severe cramping") with abdominal distension, diarrhoea ("diarrhea"), insomnia ("insomnia"), depression ("depression") with anxiety, panic attack, fatigue and restless legs syndrome, alopecia ("hair loss"), skin irritation ("skin irritation"), migraine ("severe migraines"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness in hands/legs"), visual impairment ("bad vision"), dyspareunia ("painful intercourse"), dyspnoea ("shortness or breath"), acne ("severe acne"), headache ("headaches"), allergy to metals ("nickel allergy"), tooth disorder ("dental issue") and dyshidrotic eczema ("dyshidrotic eczema on hand"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic pain, back pain, gastric disorder and gallbladder disorder had not resolved and the urinary tract infection, genital haemorrhage, abnormal weight gain, abdominal pain lower, diarrhoea, insomnia, depression, alopecia, skin irritation, migraine, dizziness, dysgeusia, hypoaesthesia, visual impairment, dyspareunia, dyspnoea, acne, headache, allergy to metals, tooth disorder and dyshidrotic eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, acne, alopecia, depression, diarrhoea, dizziness, dysgeusia, dyspareunia, dyspnoea, genital haemorrhage, hypoaesthesia, insomnia, migraine, skin irritation, urinary tract infection and visual impairment with essure. The reporter considered allergy to metals, back pain, dyshidrotic eczema, gallbladder disorder, gastric disorder, headache, pelvic pain and tooth disorder to be related to essure. The reporter commented: she reported that they're doing a laparoscopic hysterectomy, they¿re taking tubes, uterus and cervix but leaving my ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new event were added ( dyshidrotic eczema) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055276) on 16-oct-2015. The most recent information was received on 26-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pains / chronic pains'), genital haemorrhage ('heavy bleeding') and urinary tract infection ('uti') in a (B)(6)female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced back pain ("severe lower back pain"). On (B)(6) 2017, the patient experienced gastric disorder ("gastrointestinal or digestive system condition type: stomach") and gallbladder disorder ("gastrointestinal or digestive system condition type: gall bladder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), abnormal weight gain ("massive weight gain"), abdominal pain lower ("severe cramping") with abdominal distension, diarrhoea ("diarrhea"), insomnia ("insomnia"), depression ("depression") with anxiety, panic attack, fatigue and restless legs syndrome, alopecia ("hair loss"), skin irritation ("skin irritation"), migraine ("severe migraines"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness in hands/legs"), visual impairment ("bad vision"), dyspareunia ("painful intercourse"), dyspnoea ("shortness or breath"), acne ("severe acne"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, gastric disorder and gallbladder disorder had not resolved and the genital haemorrhage, urinary tract infection, abnormal weight gain, abdominal pain lower, diarrhoea, insomnia, depression, alopecia, skin irritation, migraine, dizziness, dysgeusia, hypoaesthesia, visual impairment, dyspareunia, dyspnoea, acne, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, acne, alopecia, depression, diarrhoea, dizziness, dysgeusia, dyspareunia, dyspnoea, genital haemorrhage, hypoaesthesia, insomnia, migraine, skin irritation, urinary tract infection and visual impairment with essure. The reporter considered allergy to metals, back pain, gallbladder disorder, gastric disorder, headache and pelvic pain to be related to essure. The reporter commented: she reported that they're doing a laparoscopic hysterectomy, they¿re taking tubes, uterus and cervix but leaving my ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 26-aug-2019: plaintiff fact sheet received. Event pelvic pain make incident. Outcome of event gallbladder disorder and gastric disorder were updated. Treatment drug were added. Date of removal were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.